Manufacturer narrative:
The cause of the loose pad is unknown with the information available. There are two types of loose pad causes; a pad is sheared and a layer is still on the test strip foil where a layer has peeled off, and the other reason is where the pad has lost the adhesion altogether to the foil. The issue was resolved once the field service engineer removed the loose pads and replaced with new strips. (B)(4).

Event description:
The customer stated they found loose pads from the ichem velocity chemistry strips. There were no erroneous patient results generated or reported out of the lab.